Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the corresponding IFU advises the user to pre-dilate the lesion prior to stent positioning.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 % stenosis degree) in a severely tortuous part of the mid-distal lcx by direct stenting. The affected orsiro mission was introduced into the patient's body but could not cross the lesion, despite adding a backup catheter. Therefore, the affected device was withdrawn, and a dcb treatment was performed.